Event description:
It was reported that the bd discardit¿ ii - 2-piece syringe experienced plunger movement difficult. The following information was provided by the initial reporter: while giving medicine syringe is hard to push.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii - 2-piece syringe experienced plunger movement difficult. The following information was provided by the initial reporter: while giving medicine syringe is hard to push.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed for provided material number 300294 and lot number 2209515. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility for evaluation. The retained samples did not display any signs of defect and were within specification for all product standards and recommended values. Based on the investigation results, an exact cause could not be determined for the reported incident. With the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see h10.